Event description:
It was reported that pre-op, due to the deformation of the blade tip, cutting could not be performed properly. The tip of the blade was not bent. There were no fragments/pieces detached from the broken blade. There was no patient involved.

Manufacturer narrative:
H3: product analysis found that visually, there was no damage noted to the outer tube or the hubs when returned. However, the distal end of the middle tube spiral wrap was expanded passing the distal end of the outer tube by 0.12 inches. There was a brown residue observed inside the middle tube tip, and there was a gap between inner cutter tip and middle tube tip. Functionally, the inner and middle assemblies spun by hand with no difficulty. The device was securely loaded into a handpiece and ran up to 7,500rpm in oscillating mode. During the functional test, the noise was observed, the inner cutter was oscillating while the middle tube tip was slowly moving/wobbling. For further analysis, an x-ray was performed to capture an image of the internal components of the device. It was observed that the middle tube spiral wrap was overstretched/expanded. In the returned condition, there was an out of specification condition that was related to the complaint. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6: previously applied code fdc d16 is no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.